Manufacturer narrative:
The insulin pump was received with intermittent act and up arrow button response due to flattened button dome switches. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube. (B)(4)

Event description:
The customer reported via phone call indicating button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the act button and up and down button were difficult to push. The customer could not recall any significant event leading to the alarm. The customer was advised to discontinue use of the device and to revert to a backup plan.